Event description:
The customer reported "service unit coming during operation check" of the heartstart xl. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.